Event description:
A electro-surgical probe was utilized during a right shoulder arthroscopy. The surgeon noticed that the tip of the probe broke off. He was to retrieve the piece that had broken off. The surgeon did a thorough inspection within the subacromial space to ensure that there were no remaining foreign bodies both in the axillary recess anteriorly as well as the posteriorly.